Event description:
Upon further query, the following info was provided that indicated a disconnection. The male adapter of the tubing set was connected to the hub of an unspecified IV catheter and were being used during a therapeutic phlebotomy via vacuum bottle. The customer contact reported the vacuum bottle was "sitting up right" during the procedure. It was reported that after 300ml of blood had been withdrawn, the male adapter of the tubing set disconnected from the IV catheter hub. It was reported that the tubing set and vacuum bottle were replaced and the therapeutic phlebotomy was resumed. After an unspecified length of time, the pt complained of faintness and pain in the left arm with subsequent chest pain. The customer contact reported that the pt's discomfort in the left arm and chest pain and were possibly due to an air embolism. The pt was admitted to the hosp for monitoring and was discharge the next day. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer contact indicated that the devices will not be returned at this time. Rep devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.